Event description:
This supplemental report is being filled to include additional information regarding device explant.

Manufacturer narrative:
This supplemental report was filed to provide additional information regarding device explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this device has depleted from 70% to 16% battery. Premature battery depletion is suspected. No adverse events were reported.this supplemental report is being filled to include device analysis information.

Event description:
It was reported that this device has depleted from 70% to 16% battery. Premature battery depletion is suspected. No adverse events were reported.